Event description:
It was reported that during a moderately calcified, mid left anterior descending coronary artery intervention, the xience skypoint stent system did not cross the lesion and the shaft kinked. Resistance was noted during removal. There was no adverse patient effect and no clinically significant delay in the procedure. A same size xience skypoint was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.